Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. The current blood glucose level is 212 mg/dl. The customer treated high blood glucose with bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer performed high pressure test and it passed. The insulin pump and reservoir will not be returned for analysis.